Event description:
The customer's mother reported a blank display after the customer dropped the insulin pump on the floor. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty component on the interface board